Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had cracked display window corner and missing end cap sticker. The insulin pump had a missing address/serial number label.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a motor error alarm, and the customer was not able to rewind the device. Ran a displacement test and failed. No further info was provided.